Event description:
It was reported that, during testing, a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) display and the power controller distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) power controller printed circuit board (pcb) and a bd power distribution pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the bd power controller pcb. The identified root cause for the bd power distribution pcb was isolated to the (r6) resister component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found.